Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements when it was used in a non boston scientific pulse generator. Technical services (ts) was consulted and discussed stored data for the other shocking vectors. Ts discussed how a fracture was suspected based on presenting data, this rv lead remains in service. No adverse patient effects were reported.